Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 29. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.